Event description:
Air/oxygen blender not functioning, causing delay in getting patient set up at higher oxygen level. No injury to patient.

Manufacturer narrative:
(Blender located in denmark) our distributor sent their own technician to the hospital to evaluate the device. He found this blender to have been "damaged by blunt force" (yet had still been kept in use). It had likely been dropped from height onto a hard floor. Furthermore, this device is ten years old, and has never been returned to the factory for recommended calibration and pm. This device was taken out of service.